Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's implanting doctor "screwed up twice". This information could not be clarified as to what this meant. No further information was reported.

Manufacturer narrative:
Patient code (B)(4) no longer applies. Effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the reason for their call was because they hadn¿t heard back from their manufacturer representative (rep) regarding getting a new spinal cord stimulation system placed. The patient mentioned that their surgery had been delayed a couple of times, and one of the times it was delayed due to the hurricane that hit, but the reason for their call was to get in touch with the rep directly. The patient reported that their current ins did not work, because they could not get a charge from it. The patient reported that the they did surgery in (B)(6) to reposition the ins, but it did not resolve the issue. The patient mentioned that the rep knew about what was going on and did some reprogramming of their ins ¿probably in (B)(6)¿. The patient reported that even after the reprogramming the ins ¿wouldn¿t charge,¿ and they noted that they may get a tiny bit of a charge for the ins after two hours of charging, but it would get so hot that they would have to stop charging. The patient reported that this issue had been on and off since the day after implant (2015). Th patient noted that their ins was out of batteries and they were concerned about having it implanted with no charge. Patient services reviewed the potential for the ins to be in an overdischarged state, but offered to reach out to the rep. An email was sent to the rep and the rep responded the next day (2018 (B)(6)) that they would call the patient that day. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient had a surgery on (B)(6) 2017, however, it was reported that they were supposed to replace their system but the healthcare provider (hcp) ended up giving the new device to another patient so they tried to move the device and put it in a new position to see if it would charge. Patient reported this did not work. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the revision surgery occurred on (B)(6)2017. The manufacturer representative stated that the patient¿s implantable neurostimulator (ins) was able to charge and they would get good signal. It was noted that the ins battery was working fine and had not been replaced. The manufacturer representative mentioned that the patient wanted their device replaced with a new system because they didn¿t like the recharge burden. No further complications were reported or anticipated.